Event description:
Coil prematurely detached while in patient. Physician used snare to successfully remove coil from patient. No adverse events.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.